Manufacturer narrative:
(B)(4) g2: foreign - event occurred in japan. A visual inspection was conducted on the driver, which shows signs of multiple uses including very heavy marking and scratching on the driver surface and also shows signs of wear from use. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The reported event is confirmed through product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a driver was worn but was discovered to be fractured post investigation. There was no patient involvement. Attempts have been made and no further information has been provided.